Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified deformation, yellow particles on the shell, voids, crease fold and the weight of the device within specification. A microscopic analysis was performed which identified no other observation observed. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The events of seroma and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma alcl.

Event description:
Healthcare professional reported right side seroma and lymphoma alcl. Symptoms began approximately 7 years following implant. Histopathology markers confirmed presence of cd30+ and alk-. Patient's treatment was a capsulectomy and device explant. Patient is "currently asymptomatic and very good prognosis since no tumour was found in the capsule."